Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient with this lv lead also experienced diaphragmatic stimulation. The decision was made to adjust this lv lead. Approximately a few days after the adjustment, the patient presented to the emergency room with diaphragmatic stimulation again. Further evaluation was recommended. Currently, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient with this lv lead also experienced diaphragmatic stimulation. The decision was made to adjust this lv lead. Approximately a few days after the adjustment, the patient presented to the emergency room with diaphragmatic stimulation again. Further evaluation was recommended. Currently, the product remains in service and no adverse patient effects were reported. Additional information indicates that a health care professional (hcp) called for technical services (ts)'s insight for reprogramming as the patient stated that they felt chest pain and discomfort. The device was reprogrammed to make the device operate as lv only. Technical services (ts) suggested reprogramming options. The hcp stated that they will bring the patient in to reprogram. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field: impact codes updated.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient with this lv lead also experienced diaphragmatic stimulation. The decision was made to adjust this lv lead. Approximately a few days after the adjustment, the patient presented to the emergency room with diaphragmatic stimulation again. Further evaluation was recommended. Currently, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient with this lv lead also experienced diaphragmatic stimulation. The decision was made to adjust this lv lead. Approximately a few days after the adjustment, the patient presented to the emergency room with diaphragmatic stimulation again. Further evaluation was recommended. Currently, the product remains in service and no adverse patient effects were reported. Additional information indicates that a health care professional (hcp) called for technical services (ts)'s insight for reprogramming as the patient stated that they felt chest pain and discomfort. The device was reprogrammed to make the device operate as lv only. Technical services (ts) suggested reprogramming options. The hcp stated that they will bring the patient in to reprogram. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.